Event description:
The following was reported to hamilton medical ag: preventive maintenance work in progress: it is "air entry test", but the flow0 test shows ng. The value of pamb is wrong in the sensor data screen. Checking the logs, this phenomenon has been occurring since (B)(6) 2021. No patient harm or consequences reported.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: preventive maintenance work in progress: it is "air entry test", but the flow test shows ng. The value of pamb is wrong in the sensor data screen. Checking the logs, this phenomenon has been occurring since (B)(6) 2021. No patient harm or consequences reported.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).